Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported during a transfemoral tavr procedure in the aortic position, the valve moved beyond the distal makers prior to alignment. A cut down of the left femoral artery was performed and the delivery system/valve were removed. Initially, a 16 f esheath was placed in the left femoral artery. Sizing of the valve was done with a 26 mm non-edwards bav. When the 26 mm sapien 3 valve/delivery system was inserted, the valve and delivery system moved quickly through the sheath due to upsizing of the sheath. This resulted in ¿kicking of the wire¿ in the aorta. The team then decided to pull back on the wire and delivery system to straighten out the wire. Fluoroscopy then showed the valve had moved beyond the distal marker even before valve alignment positioning was done. The valve and delivery system were unable to be pulled into the sheath for removal. The decision was then made to remove the valve, which was abutting the tip of the sheath along with the sheath from the common femoral artery. A cut down of the left femoral artery was performed to remove the valve. The vessel was closed with a covered stent as the operator had crossed over with a wire from the right side. The patient was stable throughout the procedure. The case was aborted. It is perceived that when the operator pulled the wire and delivery system back in the aorta, the sapien 3 valve became caught on the 9fr sheath that was inserted in the right femoral artery and went up as high as the descending thoracic aorta for the embolic protection device, (triguard), which resulted in the valve moving beyond the distal marker.

Manufacturer narrative:
Additional information: concomitant medical products, event problem codes, evaluation codes, additional MFR narrative. Additional MFR narrative: the delivery system was not returned to edwards for evaluation, for this reason a limited investigation was performed. Engineering was not able to perform any visual, dimensional or functional analysis. A review of the DHR file and lot history did not indicate that a manufacturing non-conformance contributed to the reported event. An imaging review was completed using the supplied 3mensio report. The imagery did not show heavy tortuosity or other obvious patient factors that could have contributed to the reported event. A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the reported event. Due to the unavailability of the relevant device, and since cine images were not provided, the complaints of ¿valve movement on balloon¿ and ¿withdrawal difficulty ¿ valve, through sheath¿ were unable to be confirmed. However, available information suggests that procedural factors most likely contributed to the valve movement, as noted in the complaint description, ¿it is perceived that when the operator pulled the wire and delivery system back in the aorta, the sapien 3 valve became caught on the 9fr sheath that was inserted in the right femoral artery and went up as high as the descending thoracic aorta for the embolic protection device, (triguard), which resulted in the valve moving beyond the distal marker.¿ procedural factors also likely contributed to the reported withdrawal difficulty. The delivery system and thv may not have been coaxial to the sheath tip during the withdrawal attempt due to the sheath and delivery system insertion angles and interact with patient anatomy. In addition, coaxiality of the devices may have been shifted as a result of the interference with the 9fr sheath, causing the observed withdrawal difficulty through sheath. No manufacturing or IFU/training inadequacies were identified. Available information suggests that procedural factors may have contributed to the reported event. Review of the complaint history for the month of january 2017 revealed that the occurrence rate did not exceed the control limits for the applicable failure modes. As such, no corrective or preventative action is required at this time.